Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d224trk bi-ventricular defibrillator implanted: (B)(6) 2010-09-21, product ID 5076-52 implantable pacing lead implanted: (B)(6) 2005, product ID 693165 implantable tachy lead implanted: (B)(6) 2007.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lv lead remains in use. No patient complications were reported as a result of this event.